Manufacturer narrative:
The reported events of noise and adequate shocks were confirmed. Visual examination found an external insulation abrasion breaching the ring electrode cables lumen consistent with friction to the device can. One of the ring electrode cables was found to be abraded. The cause of the reported event of noise was isolated to the exposed ring electrode cable at the abrasion zone. Visual and x ray examination did not find any other anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise leading to oversensing and inappropriate high voltage therapy were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.